Manufacturer narrative:
Corrected data. F12 removed from h6. The investigation is still ongoing.

Manufacturer narrative:
Pthe impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. An echocardiogram showed the pump was positioned deep in the left ventricle. The pump was repositioned and no patient harm was reported.

Manufacturer narrative:
H6 health effect code was updated from e1302 to e0303 and h6 medical device problem code a01 was added. The investigation was completed. Investigation summary ==> device in wrong position: the cause of the issue was not established as limited information was provided on how pump became deep. Hemolysis/mechanical interaction with blood: the cause of the issue was determined to be improper positioning as hemolysis resolved after pump was repositioned to no longer be deep in the left ventricle